Manufacturer narrative:
Specific patient sampling details were not supplied by the customer to date. The customer's hbsag qc has been performing within the customer's established ranges. The customer stated that hbsag reagent lot # 192338 is showing an increased rate of false reactive results. Upon repeat testing the customer obtains lower results changing to a non-reactive result. There is no indication that a field service engineer (fse) was dispatched for this event to date. A definitive root cause for this event has not been determined to date. The following mdrs (total count: 11) listed below includes the complete list of reports submitted for this event that occurred at this customer site: 2122870-2012-00992, 2122870-2012-00993, 2122870-2012-00994, 2122870-2012-00995, 2122870-2012-00996, 2122870-2012-00997, 2122870-2012-00998, 2122870-2012-00999, 2122870-2012-01000, 2122870-2012-01001, 2122870-2012-01002.

Event description:
A customer reported to beckman coulter, inc. (Bec) in regards to obtaining falsely reactive hepatitis b surface antigen (hbsag) for several patients generated on two (2) different instruments, unicel dxi 800 access immunoassay system (serial # (B)(4)) and unicel dxc 880i synchron access clinical system (serial # (B)(4)). The instruments were used in conjunction with two (2) different access hbsag reagent kits (lot #s 192337 and 192338). The erroneous results were generated over several days ranging from (B)(6) 2012. This report documents the results obtained on (B)(6) 2012 using the dxc 880i instrument serial # (B)(4). Subsequent testing of the samples on the same initial instrument used produced lower non-reactive results. The erroneous results were not reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this event.